Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v766316, implanted: (B)(6) 2012, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that since revision, the patient had intermittent pain across the left neck and shoulder.

Event description:
The patient started to experience shoulder pain 2-3 months after the lead revision (see manufacturer report # 3004209178-2014-13118 ). The patient¿s health care provider (hcp) notified the patient in (B)(6) 2014 that they thought the leads slipped. The patient thought the leads actually started slipping in 2012 after the lead revision (see manufacturer report # 3004209178-2014-13118 ). To try to help battery life and potential lead slipping they turned off bottom 2 ¿leads¿ in (B)(6) 2014 because they were shooting nowhere. Turning those leads off made the shoulder pain better and gave the patient more movement. The shoulder pain was not gone and was not related to the reason the patient was implanted. Additional information has been requested.